Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted, give date: unknown, information not provided. If explanted, give date: not applicable, as the lens remains implanted.  (B)(6). The device was not returned for analysis as the lens remain implanted in the eye. Therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported improperly loaded. Lens was not deployed in the right position,trailing haptic was wrongly positioned and was twisted on the opposite side. Surgeon loaded the lens through another cartridge. Surgeon was missing provisc during surgeries and the nurses were preloading the lenses with viscoat. Nurse explained doctor decided to enlarge the wound following the inadequate deployed lens. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).